Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 4.0mm x 15mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 11 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.